Event description:
It was reported that during a changeout procedure the physician was attempting to replace a lead when the patient experienced a cardiac perforation during lead placement. A pericardiocentesis was performed and the lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.